Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the coagulation function was allegedly weak, causing a post operative rebleed. No further details were reported regarding the severity of the bleed or the treatment used. The doctor claims that the pt experienced greater post operative pain than is typical, however no further pt complications were reported as a result of this event.